Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.

Manufacturer narrative:
H6 medical device problem code a1102 corrected to a1101.

Manufacturer narrative:
After further information was received, this event was determined not to be a reportable event.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. E1 (initial reporter) is unknown.

Event description:
The complaint reported that the field team called stating that automated impella controller had both the airplane button and cloud led simultaneously blinking continuously while in use for a patient case. After the case was completed, the physician troubleshooted the controller. The team attempted to troubleshoot, however there were unable to perform factory reset. There was no patient injury.